Event description:
The patient reported exposed and frayed wires on the power supply cable. The power supply cable was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. Multiple attempts were made but additional information on device return could not be obtained. In the case more information is received that may contribute to the conclusion of this investigation, the investigation will be re-opened and undergo additional investigation activities, as appropriate.